Manufacturer narrative:
The evaluation of the returned pump confirmed an outflow graft twist, which could have contributed to the observed low flows in the submitted log files. Additionally, a direct correlation between the pump and the reported multisystem organ failure and subsequent patient outcome could not be conclusively determined. The outflow graft beneath the bend relief revealed a counter-clockwise twist adjacent to the graft hardware. The black line on the graft indicated that the graft was twisted approximately 15 degrees. A biological deposition on the exterior of the graft appeared to have formed to the shape of the twist and the inner diameter of the bend relief, suggesting that the graft had been twisted for an undetermined period of time while the pump was supporting the patient. Although a specific cause for the twist in the sealed outflow graft could not conclusively be determined through this evaluation, it appeared to have contributed to the low flow events that were observed in the log files. Upon disassembly of the returned pump, examination of the inflow cannula found a white, tissue-like deposition along the proximal edge of the textured surface. Although a specific cause for its development could not be conclusively determined, the deposition was well adhered to the textured blood-contacting surface and was minimally obstructive to the blood flow path, suggesting that it was unlikely to have contributed to a functional or flow issue. Further examination of the pump blood contacting surfaces revealed fixed post-mortem depositions of clotted blood that appeared to have been a single formation that extended from the distal-end of the inflow cannula through the vanes and eye of the rotor, into the pump cover, and through the pump cover outflow port, suggesting that the depositions were likely not present while the pump was supporting the patient. The depositions appeared consistent with post-mortem blood remaining stagnant in the device following the explant procedure and likely would not have contributed to a functional issue. No additional adhered depositions or thrombus formations were found in the device. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. The pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on an unspecified date in november due to a reduced general condition. A progressive multiorgan failure developed. Dialysis was started but hyperkalemia was untreatable. Electromechanical decoupling was followed by cardiopulmonary resuscitation. Device performance was as expected until the patient expired on (B)(6) 2018. An autopsy showed a huge compression between the outflow graft and the bend relief. System controller log files showed no events (no flow drops, no direct suction events) until the day of the outcome on (B)(6) 2018. Low flows began approximately 6:15 in the morning. The time of death was approximately 7:15 in the morning. A CT scan on (B)(6) 2018 showed no impact on the blood flow over the whole length of the outflow graft. The healthcare professionals reportedly do not expect a direct impact of the compression, but would like an investigation of the explanted pump to exclude a participation of this compression or if this happened only post mortem.